Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the device was no longer alarming for low blood glucose alerts. Their blood glucose level during the incident was 54 mg/dl and the customer was treated with glucose/carb intake. The device alarmed a hardware low level failure during self-test. Troubleshooting was declined for the low blood glucose levels. It is unknown whether auto mode was used at the time of the incident. The device will not be returned for analysis.